Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the medium-large clip applier instrument broke and debris fell into the patient's body and was retrieved during the same procedure. An x-ray was performed to confirm that no fragments remained inside the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, not reported by the customer, the instrument was found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.88mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.